Manufacturer narrative:
The device was not returned for analysis, as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this pacemaker system exhibited oversensing of myopotential noise on the right ventricular (rv) channel, which led to pacing inhibition of about four seconds. The associated non-boston scientific rv lead on this system is a unipolar lead only. Sensitivity settings were reprogrammed for this device. Despite the reported pacing inhibition, technical services (ts) could not determine if the patient had an underlying rhythm throughout. As such, no adverse patient effects were reported. This pacemaker remains in service.